Manufacturer narrative:
A device history record review could not be performed because the lot number provided was not a valid lot number. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was not received for the investigation. Per customer, the sample was discarded. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, a corrective and preventive action is not deemed necessary. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the pullon¿s sides were splitting and have gel/stuffing leaking out and unusable. There was no harm reported. Additional information was received and stated that the side was unseamed/open and it was not torn.